Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. The customer's blood glucose was unknown at the time of incident. The insulin pump will be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with critical pump error after battery insertion due to moisture damage on electronic board stack. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. Device received with moisture damage on force sensor assembly and motor assembly.